Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately low compared to feeling/normal result(s). The (B)(4) spoke to the lay user/patient for follow-up questions; however the patient refused to provide additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began 3 months ago prior to contacting lfs. The patient reported a blood glucose reading of "121 mg/dl" with the subject meter. As part of the patient's diabetes regimen, the patient claimed she is on metformin pills (500mg, 1x daily) with diet/exercise. At the time the alleged issue began, the patient stated she did not take any action regarding her diabetes regimen. The patient stated she developed symptoms of blurry vision right after the alleged issue began; however the (B)(4) was not able to verify if the symptom was associated as high/low blood sugar symptoms. In spite of her symptom, the patient claimed she did not seek medical treatment. At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly. The patient, however, did not have the control solution available to perform a quality control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The 510(k) # is k062195.